Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was dented, one bail cover was broken, one bail cover was missing, the ring cover was missing, the lead flex cover o-ring was damaged, one case screw was missing, one bail was missing, the ring was missing, the keyboard was scratched, and the serial number label was damaged. Further analysis was performed on the pcb. This analysis found that the device failed battery removal testing due to a capacitor component.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that there was no power retention when the batteries were exchanged, that the external pulse generator "went blank." The generator was returned for service. It was indicated that there was no patient involvement associated with this event.